Event description:
During procedure, a few small holes were noticed on surgeon's sleeve around wrist. Surgeon was given a sterile sleeve. Bovie checked out "ok". No user error. No patient injury. Fabric is suspected second such event today. Different bovies. Different surgeons.